Manufacturer narrative:
Pump was received with self test failed alarm error alarm during self test due to faulty y1 on rf board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed during self-test. Customer¿s blood glucose level was unknown. The device will be returned for analysis. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.